Event description:
The customer reported to olympus, the distal cover came off the endoscope inside the patient during withdrawal of the endoscope. The surgeon re-inserted an endoscope and was able to retrieve the distal cover with a forceps. The cap was split on the backside at the bottom. The customer was unable to confirm if the distal cover was attached correctly. In addition, the nurses noted the duodenum was tighter than normal and this also contributed to the case being difficult. There was no patient harm. This event includes 2 reports: (B)(6): maj, h2016. (B)(6): tjf-q190v, unk. This report is 2 of 2 for (B)(6): tjf-q190v, unk.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. New information added to the fields. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: a) the cover was attached improperly. B) the cover had crack or pinhole. C) chemical solutions such as lubricant applied to the scope after attaching the cover adhered to the cover, which caused it to break. The reported event is preventable per the instructions for use as follows: important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. 7 confirm that the single use distal cover is free of cracks or deformation. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 52. With a new single use distal cover, repeat step 1 through 8.¿

Event description:
Additional information received from the customer: the procedure was a therapeutic ercp. The distal cover fell off of the endoscope into the esophagus at the end of the procedure upon withdrawal. The intended procedure was successfully completed with the same subject device. There was a 5-10 minute delay to insert an egd scope into the patient to locate and remove the distal cover while the patient was under general anesthesia. Anti-fog agents are most likely not applied to the scope lens. However, lubricant was used after the distal cover had been attached. It's unknown if the distal cover was inspected for damages after being attached to the scope. It is unknown if the customer confirmed the distal cover was securely attached to the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the old design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: ¿ the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. ¿ the facility educated or continuously educated its personnel about handling methods. ¿ the facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.). ¿ the facility used care when attaching the distal cover, so that it does not crack. Although the above was confirmed, it is unknown if the facility carefully reviews and follows the instructions for use (IFU). (Olympus instructed the personnel to read the instruction manual.). It was noted that several in-service training sessions were conducted before and after use of the device (endoscope - tjf-q190). The facility reported that it is unknown what specific chemicals were used when the distal cover detached. Although it was confirmed that no chemicals were applied to the distal end of the endoscope, unspecified chemicals were administered through the cannula during insertion of the device. The following additional information regarding chemical use was reported as unknown by the facility: ¿ chemicals administered directly into the body through forceps channel during endoscope insertion, chemicals sent to forceps channel to lubricate forceps (e.g., defoamers, physiological saline, etc.). ¿ chemicals administered orally to a patient before the inspection (e.g., defoamers, anesthetic sprays, etc.). ¿ chemicals used during endoscope preparation and pre-use inspection (e.g., chemicals mixed into water in water container, chemicals mixed into water for water supply check, etc.). ¿ use of chemicals other than what is listed above. It was confirmed that a crack was not observed on the distal cover before attaching it to the endoscope. According to the facility, the proximal crack was observed during removal of the distal cover after the procedure. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are not stored in a product carton but stored in a drawer in the procedure rooms. However, the overflow of distal covers is stored in unit storage room.